Event description:
This customer reported a failure to discharge during a pt event. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). The device was returned to philips and the reported symptom was reproduced. Eval of the device showed that a cable between the therapy pca and power pca was disconnected. The cable was reconnected to resolve the symptom. After passing all standard testing the device was returned to the customer.